Event description:
The device was being used to deliver defibrillation therapy to a pt. Reportedly, the device delivered a successful shock to the pt and then, on the second shock attempt, the device operator allegedly observed an arc between the defibrillation paddles across the pt's chest when the defibrillator delivered a shock.